Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the information provided, as the lot number required to review the device history records was not provided. Provided information states the last distal screw was pre-drilled, the screw was placed under power and then by hand. At that point the head of the screw broke off.provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The head of the screw broke off, the threads were left in the patient.